Manufacturer narrative:
The field rep was present at the site when the reported event was discovered. He was able to confirm the reported instrument damage. Site did not submit a purchase order for a new instrument, therefore, no replacement was sent to the site. Damaged instrument was not returned to manufacturer for analysis, therefore, no findings are possible.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, they discovered a damaged thoracic probe as it would no longer rotate in the navlovk tracker. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Correction: further review found that the reported event was related to a thoracic probe unable to rotate in the tracker. It did not bend or break inside the anatomy and the reported issue was unlikely to cause serious harm. The initial MDR was submitted in error, and the reported event should not have been considered a reportable malfunction. As reported, this issue would affect rotation but would not affect navigation accuracy.